Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of a battery voltage too low for the projected remaining capacity. Technical services was consulted to review data analysis. Data analysis showed the battery appeared to be depleting more quickly than expected. Ts recommended to replace the device within 90 days. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of a battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted to review data analysis. Data analysis showed the battery appeared to be depleting more quickly than expected. Ts recommended to replace the device within 90 days. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced successfully. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Based on the available information, the root cause of the premature battery depletion cannot be established, as the product has not been returned for analysis. The device has not been returned for analysis. Therefore, the root cause of the reported premature battery depletion cannot be confirmed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the available information (and in the absence of device return), boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of a battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted to review data analysis. Data analysis showed the battery appeared to be depleting more quickly than expected. Ts recommended to replace the device within 90 days. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced successfully. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.